Manufacturer narrative:
(B)(4) the device history review for the product auto endo5 ml, lot number 73h1500297 investigations did not show issues related to the complaint. The device has not been returned for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the clips did not fire appropriately and about every third clip came out normal, but two out of three were partially closed. Also the clips did not hold. The patient's condition was reported as fine.